Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that lip of the reservoir was breaking off and sometimes the reservoir does not stay locked in place. Customer stated that pieces falling off from lip of reservoir area. Customer's current blood glucose was not given. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device it had missing reservoir tube o-ring.